Event description:
It was reported that during a low anterior resection procedure, after the firing the mucosa layer of the intestine was torn when the surgeon removed the device from the intestine which caused the patient lost blood. The patient was given blood of 400cc and her hospital stay was longer. Now the patient is still in hospital for observation. No device will be returning. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.